Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
It was reported that a bravo capsule that was placed on (B)(6) 2014 was still attached 17 days later. The physician received the required information regarding a technique to detach the retained capsule. No further information.